Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-12019. It was reported that the presented to the emergency room experiencing syncope and dizziness. Upon interrogation, it was noted that the right ventricular - rv lead exhibited intermittent capture. An x-ray was performed and the rv lead was found to be dislodged. During the lead revision procedure, the physician observed that the rv and atrial leads were not tied down causing suture sleeve movement. The rv lead was explanted and replaced. The atrial lead was tied down 08 mar 2021 and remained implanted. The patient was in stable condition during and after the procedure.